Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016-correction to serial # & PMA/510(k) #.